Event description:
It was reported that during a da vinci prostatectomy procedure, a broken endowrist was identified on the large needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. On (B)(4) 2014, intuitive surgical inc. (Isi) contacted the initial reporter and obtained clarification regarding the reported event. The cable was reported broken.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the grip cable broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at instrument's wrist. Other cables at the wrist were not damaged. An additional observation not reported was indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. No other damage was found. Failure analysis concluded the indentations were likely due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.